Manufacturer narrative:
(B)(4). Date sent: 11/24/2020. D4: batch # u5cx6w. Investigation summary: the analysis found that one ec60a device was returned with no apparent damage and with one gst60w reload no loaded in the device. The reload was received fully fired. The device was tested for functionality in the articulated position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. As part of our quality process, the manufacturing records of this batch was reviewed, and the manufacturing standards were met prior to the release of this batch. It should be noted that as part of our quality process all devices are manufactured, inspected, and released to approved specifications. Although there is no direct evidence of use error, the instructions for use do contain the following caution: ensure that the tissue lies flat and is positioned properly between the jaws. Any ¿bunching¿ of tissue along the reload, particularly in the crotch of the jaws, may result in an incomplete staple line. The event described could not be confirmed as the device performed without any difficulties noted. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis.

Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Additional information was requested, and the following was obtained: what were the indications for surgery? ( colon cancer). Did the patient undergo any preoperative radiation or chemotherapy? ( no). Was buttressing material used? ( no). Please describe the staple form throughout the 60mm length in question. (There appeared to be a gap where no staples formed approximately 2/3 of the way during the firing sequence leaving about a 3mm hole in the small bowel.) Where on bowel was device being fired? (Small bowel). What is the current patient status?(patient went home with an ileostomy). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that the general surgeon was using the echelon 60 with a white cartridge and when he fired the stapler he noticed a section of staples had not fired and left an open gap of bowel. He unfortunately had to make a small open incision to repair and hand sew the defect. He wanted me to reach out to you. He had to do an ileostomy because of the staple incident and then the patient will need another surgery in the future to close it. He described the issue as a small section of fired and sealed staples, then a gap of no staples, then a longer section of fired and sealed staples. Currently the patient is doing well.